Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 576 mg/dl and the cause was not known. The ketone level was large and was considered as being dangerous by a healthcare provider. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin/fluid. High bg/dka were resolved and the customer was discharged on (B)(6) 2018.